Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse tested the system with repeated instrument swaps and there were no issues. The fse demonstrated the importance of keeping hands on the master tool manipulators (mtms) when watching through the high resolution stereo viewer (hrsv). The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, universal surgical manipulator (usm) 3 experienced unexpected movement. A clip applier was engaged on usm 3, and the bedside assistant pushed the clip applier expecting the guided tool change (gtc) to be engaged. It was alleged the instrument engaged without pushing the instrument through the cannula. The instrument clutch for the usm 3 was not engaged. The surgeon's head was placed inside the surgeon side console (ssc) and their hands were on the master tool manipulators (mtm). The instrument moved without the surgeon manipulating the mtm. Once the clip applier was engaged with the system, the instrument hit tissue, causing bleeding. It is unknown if any intervention was required to address the bleeding. The procedure was completed. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.